Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump failed to power on despite the app displaying a full battery, the screen facing up on the charger, a flashing green light, successful outlet changes, and verification of correct power-on attempts; troubleshooting and education were completed, and a replacement ilet and case were shipped with instructions for return, while the user transitioned to mdi and continued cgm use. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no medical intervention, no hospitalization, and continued therapy via mdi until the replacement arrived. Investigation included review of user-reported performance, verification of charging orientation and outlets, confirmation of unsuccessful power-on behavior, and request for device return. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.